Event description:
The plunger is very difficult to push in, almost requiring 2 thumbs to push plunger in so that the needle will retract. Coincidently, we also realized that the blue circle on these devices are also flat or somewhat concave in appearance whereas previous syringes the blue circle was convex.